Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported tissue adhesive blockage within the forceps channel, and on the surface of the insertion tube during service/maintenance involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the tissue adhesive blockage was due to water leakage from the forceps channel. There was no patient injury reported.